Manufacturer narrative:
(B)(4). Date of event: unknown. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested but unavailable: please verify the product code? What procedure were they performing? To clarify, the clips were scissored? How was the procedure completed? Was there any patient consequence?

Event description:
The clipador 100 presented a defect. Cross clip closure.

Manufacturer narrative:
(B)(4).